Manufacturer narrative:
This is the same event as 3010536692-2016-00098.

Event description:
Allegedly, the patient suffered metal on metal complications which caused partial loosening of the hardinge closure, resulting in pain on the sciatic muscle.